Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d10 references: product ID wr9230 lot# serial# (B)(6) product type recharger product ID wr9230 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6); analysis of the recharger (s/n (B)(6) found a recharger failure as there was no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller was prepping for an implant of percept rc today and noted that he could not get the wireless recharger (wr) to charge the ins in the box. The caller noted that until further into the call that the communicator  was near the recharger but was in 'sleep' status but eventually he turned it off completely and moved it away. The caller states that he was not near any metal tables, did not note any sources of emi in the area. The caller indicated that the recharger app showed that the recharger was 'inactive' but when the caller would turn on the wr it would display orange light solid briefly, then off with two descending tones as if the recharger was not paired to the app (even though the app showed 'inactive'). The caller attempted to reset the wr multiple times, docked and undocked, and the sn was entered manually along with the qr code being scanned but at no point when the recharger display anything except the orange light. All apps were closed, airplane mode was entered and exited. Thorough and deliberate troubleshooting resulted in no resolution. Caller confirmed it was a communicator handset kit being used. The caller made a note during the call that he hasn't 'had a lot of luck' using the qr code scanning feature. The caller opened a new recharger kit and tried entering sn manually into the same handset recharger app and again got the same orange light message indicating pairing issue. The caller scanned the qr and eventually was able to get the normal green light searching for ins to charge. The caller took the new wr and placed it over the ins in the box and was able to charge. The issue was resolved. There was no patient involved in this event. Additional information received from the manufacturer¿s representative (rep) reported the cause of the recharger issue wasn¿t determined.